Event description:
It was reported that there were impedances >40,000 ohms, so a lead revision was performed in 2013. After the revision, impedances were still >40,000 ohms and a second revision was performed on (B)(6) 2013. It was found that the extension cable was broken due to ¿too much tension.¿ a new extension and implantable neurostimulator (ins) were implanted. The ins was replaced because it was almost depleted. The extension was destroyed and not returned. There was no patient harm, injury, or death reported. The patient outcome was reported to be ¿no harm done.¿ additional information reported that during the first revision no troubleshooting was done. The lead was replaced during the first surgery. After surgery, it was found that impedances were still high and it was decided then that the extension also needed to be replaced. Further information from the patient indicated that the patient received their ins in 2011, and it helped with their symptoms so that they did not need oral medication. In 2013, the patient experienced shocking and jolting which could not be solved by reprogramming. The physician decided to perform a lead replacement. Before the lead replacement, the patient experienced ¿weeks¿ of pain. The lead was replaced, but five minutes after surgery, impedances were measured again and were still high. Six weeks later the patient underwent the second surgery to replace the extension and ins. The patient stated that the lead is ¿not completely correct located yet¿ and therefore they still had to take oral medication. After the surgery, the patient was told that ¿nothing could be done anymore.¿ the patient has had to call in sick, been in a lot of pain, had to take medication, and had to drive long distances several times due to the event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 7472-40, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. (B)(4).